Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that after deployment of the fred to treat a giant middle cerebral artery (mca) aneurysm, thrombus was identified in the distal end of the stent. Aggrastat, tpa, and reopro were administered to the patient, which completely dissolved the thrombus and restored vessel patency. There was no reported patient injury or sequela.